Manufacturer narrative:
Product not returned for evaluation.

Event description:
Husband of a female, reported infusion device beeping and displaying "77". Husband changed the power pack and the infusion device functioned properly. He indicated the power pack had been in use for a couple of months at time of the incident. Patient was aware of the power pack recall and had been receiving supplies. Company representative verified that patient successfully received notification of power pack recall. Husband did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.